Event description:
It was reported that there has been inaccurate sensing by the implantable cardiac monitors (icm) in many of the patients that the physician has checked in the past. The status of these icm's is unknown. No patient complications have been reported as a result of this event.